Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the tacks could not fix in the tissue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic promontofixation procedure, while on anterior longitudinal ligament, the tacks could not fixed in the tissue. Opened another device to complete the procedure. There was no patient injury.